Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, apollo catheter was tip detached and missing from the catheter. The detached tip will not be returned as it was discarded at the site. No bends or kinks were found with the apollo micro catheter body. No other anomalies were observed. Based on the returned device analysis and findings, we were unable to determine the cause of tip premature detachment. It is likely that the user context caused or contributed to event due to mishandling. As noted in the apollo onyx delivery micro catheter IFU (instructions for use): warnings ¿ ¿always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment¿. In addition, ¿never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of embolization medtronic guidewire did not go through apollo microcatheter. The resistance felt at the proximal part of the catheter. Reported device and any accessory devices were prepared as indicated in the IFU. Evaluation of the returned device found that the tip of apollo microcatheter was detached and missing from the catheter. Upon follow up customer found that the physician noticed that tip detached from the microcatheter. The was detached by the doctor while exploring the microcatheter. The tip was discarded by the physician.